Manufacturer narrative:
H3: device analysis found that the communication was faulty possibly due to firmware revision not current, reinstalled software rev: 1.7.5. Replaced main pcb, the patient interface would communicate with the console on wired connection but would not communicate once connector was reversed. Also replaced afe pcb due to loosened pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operation, the console was not connecting wirelessly with the patient interfaces, unable to connect bluetooth wirelessly, attempted to connect it via wired and the system seemed to recognize wired connection but cannot see the other pi box docked, the other patient interface needs a battery replacement, the pi box was hard powered, docked, undocked with a wired connection, and docked again, lights came on after hard powered for a few seconds but then the lights went off. The second nim was used to complete the procedure, the nim console was working in wired mode, one of the patient interface was connecting in wired mode while the other patient interface was taking multiple times to connect wirelessly nor was connecting in wired mode. There was no patient impact.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4) h3: device analysis found that crm and pcb had failure. H6: the codes fdm b01, fdr c0208, fdc d1102 and img g02005 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.